Event description:
As reported, during a laparoscopic inguinal hernioplasty procedure, the surgeon attempted to fixate the mesh using optifix fixation devices (device #1 and device #2). It was reported that the devices did not deploy any fasteners and sometimes two fasteners were deployed at the same time. There was no patient injury. This file represents device #2.

Manufacturer narrative:
As reported, optifix straight fixation device did not work and deployed two fasteners at same time. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation and to correct patient identifier. Evaluation of the returned sample finds for bent guide wires and backup tabs. The reported deployment issues are known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position" and "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue". This supplemental MDR represents the optifix straight (device #2). An additional supplemental MDR was submitted to represent the optifix straight (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, optifix straight fixation device did not work and deployed two fasteners at same time. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. This MDR represents the optifix straight (device #2). An additional MDR was submitted to represent the optifix straight (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernioplasty procedure, the surgeon attempted to fixate the mesh using optifix fixation devices (device #1 and device #2). It was reported that the devices did not deploy any fasteners and sometimes two fasteners were deployed at the same time. There was no patient injury. This file represents device #2.